Event description:
The facility's biomedical engineering dept reported the pump had an 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported failure occurred. The biomedical engineer stated that there was not report of pt injury or need for medical intervention. Although attempts were made by baxter customer service to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, or medication involved. No additional contacts are available.